Event description:
It was reported that the handpiece cord causes any attached handpiece to overheat. The customer switched out the cord with another handpiece cord, and then the same handpiece did not get hot. This was first noticed during a surgical case. There was no patient or user injury.

Manufacturer narrative:
The handpiece cord was received at the manufacturer for evaluation. Based on the investigation details, the device passed all quality assurance tests, and the reported condition could not be duplicated. Service returned the device to the customer.